Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 590 mg/dl. The customer stated that the pump did not alarm when her blood glucose was high. The customer stated that she would calibrate every 12 hours or the pump would tell her to do so. The customer was advised that she can manage her sensor preference in the middle of the night. The customer was advised that her high blood glucose is contributing to her settings being adjusted. The customer ran the self-test and the self-test passed. The customer was advised of how to change the alert on the pump. The customer was also advised to properly calibrate where she can enter capture options on carelink.